Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal episode. It was also noted that telemetry was indicating ventricular tachycardia while the patient was walking although the patient was asymptomatic. It was further reported that the right ventricular (rv) lead had t-wave oversensing (twos), short v-v intervals, and ventricular undersensed events causing an inappropriate pacing mode switch. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2010. (B)(4).